Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the middle portion of the pipeline failed to open. The middle portion of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps required to open the pipeline. The pipeline was removed with the microcatheter from the patient. The pipeline was not used off-label and the pipeline was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the pcomm with a max diameter of 4.5mm and a 2.5mm neck diameter. It was noted the patient's vessel tortuosity was normal. A dapt (dual antiplatelet treatment) was administered and the pru level was 5. The post procedure angiographic result showed a great result. Ancillary devices include: a rist 079, a phenom plus, a phenom 27, and a synchro 14.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the physician didn¿t have a clear thought process on why it didn¿t open in the middle, but said it was coming around a pretty severe ica curve and he was having trouble keeping the microcatheter on the inner wall. He thought the pipeline wasn¿t opening due to him having to push around the outer wall and it wasn¿t allowing the pipe to open properly.